Event description:
It was reported during an acdf level c5-c7 procedure surgeon used a temporary fixation pin to hold the plate. The plate was pushed and the pin broke. Surgeon retrieved pin from bone.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The returned device had visual and dimensional checks performed. Visual confirmed the threaded pin was broken off. Dimensions were within specification. Complaint history was reviewed with no add'l complaints noted. Root cause cannot be determined however mechanical overloading cannot be ruled out.